Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support advised patient to perform reset on device. Patient used adult receiver which is against user guide recommendations. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed hardware and battery failure. The customer complaint was confirmed. The root cause was determined to be a bad receiver battery.